Event description:
The customer reported a non-reproducible, unexpected positive vitros ahav total result obtained for their negative vitros ahav total control material using vitros ahav reagents on a vitros 3600 immunodiagnostic system. Patient result: 0.086 s/c vs expected 2.02 s/c. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Ortho clinical diagnostics cannot rule out that patient samples were or could be affected if the event was to reoccur undetected. There were no allegations of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, unexpected positive vitros ahav total result was obtained for a negative vitros ahav total control material using vitros ahav reagents on a vitros 3600 immunodiagnostic system. The definitive root cause for the event could not be determined; however, the possibility that inappropriate sample handling had contributed to the event could not be ruled out entirely. The investigation found no evidence to suggest a vitros 3600 system or vitros ahav reagent malfunction had occurred.